Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about 2 weeks ago they began to see the settings not available message on their controller. The patient requested to speak with mdt rep. Agent reviewed information and sent an email to the field for visibility. Rep responded and noted they would call the patient. Additional information was received from a manufacturer representative (rep). The rep reported the patient needs a lead revision. Upon an impedance check, all of the contacts were not usable. The cause was unknown.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-may-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.